Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had an intermittent power issue. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 05/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump was unable to maintain an electrical connection with the returned battery cap due to the cap detaching. The battery cap threads were damaged. There were battery compartment cracks observed in the thread area. A test battery cap was used for all testing. Pump reboot events were observed in the black box on 03/27/2015. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. Unrelated to the initial allegation, the display screen was dim and discolored.